Event description:
Correction: the reported issues occurred with 2 proglide devices.

Manufacturer narrative:
Internal file number - (B)(4). Correction: event description.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a proglide device with a 4f sheath after an endovenus ablation interventional procedure. Reportedly, device went through the tissue track smoothly; however, as the device was entering the vessel, resistance was noted while marker lumen flow stopped. The device could not advance further without resistance. As a result, the device bent at the distal guide and was removed without any tissue damage. A 7f sheath and manual compression were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.